Event description:
Date of purchase. (B)(6) 2011. Came from the warehouse in (B)(4). Model tdxsp-mcg serial number (B)(4) date of MFR 09/09/2011. Two failures with more than 30 days inop that can cause death to one person. For the first occurrence when the chair broke down the reason for the inoperative event was that the chair would not go forward or aft and would only go in circles. Time unavailable: (B)(6). I understand only one p/n, 1168883 was replaced. For the second time the chair broke down the reason for the inoperative event was that the chair would not move and the chair leaned over the left with a broken wheel. As I told, the reason for rejection was caused by a failed wheel and a lower pivot link is being replaced. Third event just occurred where the chair was on the front wheels and main wheel only forcing me to fall forward on chair and due to being forward, the chair electrical system would not allow power to the actuators making the chair inop until someone was able to pull the chair down in the back. Almost fell over and was catapulted forward in the chair. Only retention was the belt. Dates of use: (B)(6) 2011 ¿ (B)(6) 2012.